Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #2) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The cause of the alarm was unknown. The technical service representative informed the patient to contact their nurse to know how to complete therapy and inform them of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A review of the event history log verified the reported high drain alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed testing unrelated to the reported issue. A test article was replaced and the device passed a short simulated therapy successfully. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the iipv event was determined to be one or more cycles advanced to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.